Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements whilst implanted showed a device malfunction. However due to the device's receipt status an exact location of the damage could not be determined during device investigation. In addition the recipient's hearing deteriorated postoperatively, however this was not caused by the device. According to the recipient report at the point of explantation an infection in the middle ear was present. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. The recipient was re-implanted with a cochlear implant. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the use had no benefit and an audiological problem (progressive hearing loss).

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the use had no benefit and an audiological problem. Additional information has been requested.